Manufacturer narrative:
(B)(4). The complaint (B)(4) nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor to that the tube of an opt844 nasal cannula detached from the manifold after three days of use. No patient consequence was reported.